Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: when the vaccine and needle have been prepared and the client is injected,due to pressure,the vaccine cannot be injected. The needle is withdrawn and replaced. At times,due to extreme pressure, the needle and syringe have separated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jan-2023. H6: investigation summary it was reported the vaccine could not be injected through the needle. To aid in the investigation, four samples were received for evaluation by our quality team. Two samples came in sealed packaging blisters and two samples with no packaging blisters, or plastic shields. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided material number 305916, lot number 2010821. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2010821 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: when the vaccine and needle have been prepared and the client is injected,due to pressure,the vaccine cannot be injected.the needle is withdrawn and replaced. At times,due to extreme pressure, the needle and syringe have separated.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: when the vaccine and needle have been prepared and the client is injected,due to pressure,the vaccine cannot be injected. The needle is withdrawn and replaced. At times,due to extreme pressure, the needle and syringe have separated.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2010821. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.